Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter: product ID neu_ refillkit_acc, serial# unknown. Product type: accessory. (B)(4).

Event description:
It was reported that the health care provider (hcp) was unable to aspirate fluid through the catheter access port (cap). The cap was visualized under fluoroscopy and the hcp was sure that their placement was correct. It was noted the needle was rotated. Minimal amounts of bubbles were seen and the hcp believed the bubbles were from reinserting the needle. The hcp then reinserted the needle and was getting "a little bit back, maybe a quarter of a cc." The reporter was contemplating switching out the 3cc syringe that came with the catheter kit "because I think there will be more suction power" however, it was noted the hcp "was not too keen" on wanting to try another refill kit. The patient had reportedly been getting good relief from therapy. The medication being delivered via the device system was not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient¿s name could not be provided. The patient was due for a new pump due to normal depletion and a dye study was being done to check the catheter prior to the pump surgery to determine if a full new system would need to be ordered. No issues were found with the patient's therapy. The patient had good pain control. It was noted that a full new system would be implanted since the catheter was close to being 13 years old. The drug in the pump was unknown.